Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 03.221.017; synthes lot number: p303681; supplier lot number: p303681; release to warehouse date: march 10, 2018; manufacturing site: synthes monument; supplier: rti sugical. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: background: it was reported that two (2) cable lock were jammed into a cable tensioner with pistol grip on august 28, 2018. There is no patient involvement. Device evaluation: investigation flow: device interaction/functional. Note: two cable locks with the same lot were received; one assembled with the tensioner and one separate from the mating tensioner. This investigation will focus on the one which was not assembled with the tensioner. Visual inspection: no visual defects were observed on the returned device. The device was received with surface wear consistent with use and which would not impact the functionality. Supplier review - functional inspection: the device was sent to the supplier (rti surgical) for further investigation. Evaluations performed by instrument assembly at the supplier confirmed that the bit passed functional inspection by tensioning to the 50 mark and holding 1.7mm cable without slipping. A DHR review was conducted and found that the device met manufacturing specification prior to shipping. Thus, it was determined that the received condition does not agree with the complaint description and cannot be replicated as the device was found to tension as intended. Conclusion: the complaint condition is not confirmed as the device was found to function as intended. A root cause could not be identified as no device defect was identified. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that two (2) cable locks were jammed into a cable tensioner with pistol grip on (B)(6) 2018. There is no patient involvement this is report 3 of 3 for (B)(4).